Event description:
It was reported that the implant was placed in 2008 to the area of missing tooth #8 with bone grafting. After six (6) months and healing within normal limits, the implant was restored in 2009. The patient returned in 2026 with complaints of tenderness to the area surrounding the implant site. The implant had considerable bone loss and was removed. The site was debrided and bone grafted. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.